Event description:
Related manufacturer reference# 1627487-2019-08840. It was reported the patient had been receiving ineffective stimulation. As a result, the patient's l3 lead was explanted and replaced. Also an additional l2 lead was added for better pain coverage. Surgical intervention resolved the patient's issue. Both of the patient's leads are being reported because it is unknown which lead is liable.